Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified signs of use in the form of nicks and gouges. A fracture can be seen on the device but as it was not returned further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is confirmed with the provided pictures. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, h6, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the instrument was discovered fractured as it was removed from the tray. No harm or injury was reported.